Event description:
Outpt having tee performed to evaluate echodense mass on anterior leaflet of mitral valve; tee probe stopped working 10 mins after start of study -while in pt's esophagus-. Probe was checked and calibrated prior to procedure; attempts at recalibrating probe unsuccessful. Probe removed and procedure stopped until new probe obtained which resulted in 10 min delay in procedure but no harm to pt, who was discharged later the same day.